Event description:
Discordant intact pth (ipt) result was obtained on a pt sample, generated on an immulite 2000. The sample was repeated and the result was reported. Pt treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the discordant intact pth (ipt) result.

Manufacturer narrative:
A siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant result was due to a sample level sense error. The cause of the sample level sense error was possibly due to a bubble in the sample tube. The instrument is performing within specs. No further eval of the device is required.